Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2012, a monarc sling was implanted. The pt reported ongoing vaginal spotting and bleeding since the implant. During an examination, it was found that the sling was exposed along the right sulcus, lateral to midline. On (B)(6) 2012, the sling was removed. The sling came out easily, without resistance, likely because the sling had lost tension due to a hematoma formation. A new monarc sling was implanted without adverse consequence to the pt.